Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the lead couldn¿t pass through and reach the target position. The physician took the lead out and found it was broken on the distal tip. Another lead was implanted. No patient complications have been reported as a result of this event.